Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes canada reports an event as follows: a surgery was performed on an unknown date in 2015 to correct a spinal deformity and to extend a prior thoracic construct. Instrumentation was placed from t-12 to s-1. The patient reportedly was experiencing pain and discomfort post-operatively. On an unknown date, an x-ray and examination revealed both rods were broken at s-1, and there was evidence of non-union. On (B)(6), 2015 revision surgery was performed. The two (2) broken rods were removed and replaced. During the revision surgery, the surgeon was trying to remove a matrix cap and had to exert so much force that the t-ratchet handle was no longer functional. A second handle was available to use, and it had the same problem during the procedure. Upon inspection after surgery, the t-ratchet handle did not work as it should and it seemed the threads attaching the t-handle to the ratchet were damaged. The top metal piece was loose and mobile. Both ratchet handles had the same problem during the same surgery. The case was completed successfully, with no delay or patient harm noted. This report is for four (4) unknown screws; adjacent to the broken rods. This is report 3 of 5 for (B)(4).